Event description:
It was reported that the device would not stimulate. Initially it went completely black during a case. They turned it off and back on, but the device would not stimulate. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: mainframe 8253001 nim response 3.0; muting probe 8220325 nim; patient simulator 8253600 nim 3.0 univ. (B)(4). The device was returned to the manufacturer for evaluation. It was confirmed that the patient interface cable will not stimulate. The pc board was then replaced. The device was tested and passed all manufacturing specifications. Concomitant devices were evaluated and there was no fault found.

Manufacturer narrative:
An expiration date was reported on the inital MDR, however this device does not have an expiration date.